Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. It was observed that the patient had several out of range impedance measurements but then went back to normal. Impedance testing was done but was unable to obtain any out of range measurement. Further troubleshooting options were discussed with the boston scientific technical services (ts). Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.